Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experiencied device extrusion. The recipient presented with phlogosis and thinning of the skin. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient is doing well.

Manufacturer narrative:
The recipient reportedly did not receive any medical intervention prior to explant surgery. (B)(4).

Manufacturer narrative:
Additional details regarding treatment cannot be obtained.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.